Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to dislodgement one day after the initial implant. Tried multiple times to reposition the lead and every time the lead fell. Loss of capture was observed, and x-ray showed the lead had pulled back into the svc. Physician decided to explant and replace the lead. Should additional information become available, this file will be updated.